Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("inactive appearing endometrium with chronic endometritis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device dislocation ("migration of essure device location of device") in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (cyst of left ovary), uterine bleeding, iron deficiency anemia, depression, asthma, multi gravida (birth of her 3rd child) and antiphospholipid syndrome. Previously administered products included for an unreported indication: albuterol, ferrous sulfate, sertaline and cyclobenzaprine. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, device dislocation, vaginal haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, endometritis, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for various symptoms. It is likely that she will need to undergo additional surgical intervention as a result of her essure implant. Right essure was placed in the usual fashion and there were 2-3 coils visible into the uterine cavity. Essure was then placed into the left ostia in usual fashion and there were 7 coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: final pathologic diagnosis endometrium (biopsy): benign, inactive appearing endometrium with chronic endometritis. Pre/post-operative diagnosis menometrorrhagia. Haemoglobin - on an unknown date: 8.7; on an unknown date: 8.2. Hysterosalpingogram - on (B)(6) 2015: initial spot film examination demonstrates bilateral essure devices. Retrograde injection of contrast demonstrates occlusion of the fallopian tubes bilaterally (as per mr). Hysteroscopy - on an unknown date: findings normal vagina, normal cervix grossly. Uterine cavity and endocervix appeared normal and left ostia was well seen. There was slightly limited view of right ostia due to fragment of loose endometrium just blocking. There was no visible essure coil on right (but recent hysterosalpingogram confirmed occlusion and coil position consistent with correct location). One coil and the medial aspect of the essure was visible coming through the left ostia into the cavity surgical pathologic report: final pathologic diagnosis: negative for hyperplasia or malignancy pre/post-operative diagnosis: excessive and frequent menstruation with irregular cycle. Specimen a: the specimen designated "endometrial curettings" is received in formalin and labeled with the patient's name and case number. The specimen consists of multiple fragments of tan and red-brown soft tissue measuring 1.9 x 1.1 x 0.5 cm in aggregate. Ultrasound scan - on an unknown date: ovarian cyst noted; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: normal sonographic appearance of the uterus and ovaries. 2. Essure devices bilaterally. 3. Well-distended smooth walled urinary bladder with foley catheter in situ. 4. Multiple bilateral simple ovarian cysts as described above. 5. Small amount of physiologic free fluid. Concerning injuries reported in this case the following one was described in patient medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technicalinvestigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), endometritis ("inactive appearing endometrium with chronic endometritis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (cyst of left ovary), uterine bleeding, iron deficiency anemia, depression, asthma, multi gravida (birth of her 3rd child) and antiphospholipid syndrome. She had a low hgb. Cbc today showed a drop from 8.7 to 8.2. Occlusion confirmed (B)(6) 2015. Previously administered products included for an unreported indication: albuterol, ferrous sulfate, sertraline and cyclobenzaprine. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, endometritis, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, endometritis, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for various symptoms. It is likely that she will need to undergo additional surgical intervention as a result of her essure implant. Right essure was placed in the usual fashion and there were 2-3 coils visible into the uterine cavity. Essure was then placed into the left ostia in usual fashion and there were 7 coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: final pathologic diagnosis endometrium (biopsy): benign, inactive appearing endometrium with chronic endometritis. Pre/post-operative diagnosis menometrorrhagia. Haemoglobin - on an unknown date: 8.7; on an unknown date: 8.2. Hysterosalpingogram - on (B)(6) 2015: initial spot film examination demonstrates bilateral essure devices. Retrograde injection of contrast demonstrates occlusion of the fallopian tubes bilaterally (as per mr). Hysteroscopy - on an unknown date: findings normal vagina, normal cervix grossly. Uterine cavity and endocervix appeared normal and left ostia was well seen. There was slightly limited view of right ostia due to fragment of loose endometrium just blocking. There was no visible essure coil on right (but recent hysterosalpingogram confirmed occlusion and coil position consistent with correct location). One coil and the medial aspect of the essure was visible coming through the left ostia into the cavity. Surgical pathologic report: final pathologic diagnosis: negative for hyperplasia or malignancy pre/post-operative diagnosis: excessive and frequent menstruation with irregular cycle. Specimen a: the specimen designated "endometrial curettings" is received in formalin and labeled with the patient's name and case number. The specimen consists of multiple fragments of tan and red-brown soft tissue measuring 1.9 x 1.1 x 0.5 cm in aggregate. Ultrasound scan - on an unknown date: ovarian cyst noted; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: normal sonographic appearance of the uterus and ovaries. Essure devices bilaterally. Well-distended smooth walled urinary bladder with foley catheter in situ. Multiple bilateral simple ovarian cysts as described above. Small amount of physiologic free fluid. Concerning injuries reported in this case the following one/ones were described in patient medical records endometritis most recent follow-up information incorporated above includes: on 16-apr-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device:, dysmenorrhea (cramping), inactive appearing endometrium with chronic endometritis and pain and abdominal pain were added. Lot number, reporter details, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.